Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 failed and did not open, system displayed an error message as "required maintenance". Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed to open. A field service engineer found the open/close sensor dislodged and reseated it properly, then tested the drawer in hardware test application (hta) and removed several pieces of debris from the tray. The drawer functioned correctly after the adjustments. The system functioned as intended after the field service engineer repaired the device.